Event description:
It was reported that the 9800 system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to rebuild the debug log files. Debug log files deleted and rebuilt. The system was tested and found to be working as intended and placed back into service.